Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels reaching 540 mg/dl; cause was not known. The pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.